Manufacturer narrative:
Continuation of concomitant products: t510c33 tissue valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, undersensing noted on atrial episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.